Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed communication error and off no power alarm. The customer was in the hospital for a non-diabetic reason and was not wearing the insulin pump. The insulin pump alarmed when the customer changed the insulin pump's battery. However, the battery bar was empty after he changed the insulin pump's battery. The customer was unable to complete the rewind process because the insulin pump was stuck. The communication error alarm was not cleared and the insulin pump kept counting down. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.